Event description:
Tip of the forceps is broken off. All broken parts were retrieved and returned. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation of the complained reduction forceps shows that the tip is broken apart. Further investigation regarding the manufacturing documents shows conformity to the specification. The broken surface himself is homogenous what indicates material conformity as well. The exact reason for this breakage is undetermined. As both tips are slightly deformed, it is supposed that too much applied mechanical force well beyond its calculated design during use caused the breakage. A review of the device history record did not show conditions that could have contributed to the reported event.